Manufacturer narrative:
The device was not returned for inspection and was used in accordance with instructions for use.

Event description:
Pt underwent a successful multilevel (bilateral l3/4 and l4/5) spinal decompression with the baxano io-flex system on (B)(6)2010. Significant back bleeding was noted at both levels following the decompression resulting in a total blood loss of 750 ml (blood loss prior to the introduction of baxano instruments was 150 ml). Bleeding at both levels was successfully managed using floseal. The pt was transfused with 2 units of prbcs intraoperatively but remained hemodynamically stable during the entire procedure. The pt was discharged two days following the procedure with no add'l clinical sequelae. Of note, the pt had been on plavix prior to surgery, and was asked to discontinue the medication 15 days prior to surgery. The discontinuation date could not be confirmed.